Event description:
It was reported that, "while malleting handle 2 times, brown impactor piece on handle broke apart into pieces and had to be retrieved from pt. All pieces were retrieved."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.